Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During the procedure, the physician first tested the farawave catheter on the table before inserting the catheter inside the faradrive sheath. It was noted that during preparation, the guidewire was really hard to advance inside the catheter, but the physician decided to still try to use it in this procedure. When the physician inserted the catheter inside the heart of the patient, it was not possible to move the guidewire in the catheter. The nominal position of the catheter also looked more like a basket configuration. Thus, the catheter was replaced and procedure was completed. No patient complications were reported.

Event description:
It was reported that during a farapulse procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During the procedure, the physician first tested the farawave catheter on the table before inserting the catheter inside the faradrive sheath. It was noted that during preparation, the guidewire was really hard to advance inside the catheter, but the physician decided to still try to use it in this procedure. When the physician inserted the catheter inside the heart of the patient, it was not possible to move the guidewire in the catheter. The nominal position of the catheter also looked more like a basket configuration. Thus, the catheter was replaced and procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device technical analysis: the farawave catheter was not returned for analysis as it was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of stuck guidewire is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.